Manufacturer narrative:
Received definition that the term "pot" in this case is defined as "call initiated while patient on the table"

Manufacturer narrative:
Service in the field was performed on (B)(6), 2016. The replaced lps was received at the manufacturer on august 02, 2017. At that time a disposition was made to scrap the lps after failure analysis was complete. Product evaluation: the lps was evaluated by the manufacturer on october 01, 2017. The analysis noted that the hps/xps laser power supply functional test was performed to the power supply and the test passed. Probable root cause: based on the analysis report, the root cause for error 211 (no lps current) could not be determined.

Manufacturer narrative:
System analysis/service repair on 21dec2016: the reported error 211 and 213 were confirmed and it was determined to be the result of a faulty lps. The lps was replaced. Calibration was performed and the laser is working within manufacturers specifications. The faulty lps has not returned for evaluation.

Event description:
It was reported that during a "pot case", while using a greenlight xps laser, error 211 and 213 were observed. It was noted that this issue was observed twice and the laser system was rebooted. After rebooting the laser the fiber and laser could not be used. The procedure was "converted to monopolar resection" (turp) an alternate procedure. There were no complications to either patient or user reported.

Manufacturer narrative:
Service in the field was performed on (B)(6) 2016. The replaced lps was received at the manufacturer on august 02, 2017 and was discarded was noted.